Event description:
In 2006 the lay user/reporter, the patient's wife, contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 2 error message. The medical affairs specialist (mas) spoke with the reporter 3 days later to obtain and verify infromation, however she was unwilling to provided furhter information. The mas classified the case based on the original information provided. On an unspecified date one month before at 9:00 pm the patient obtained the error 2 error message on the reported meter; he did not obtain a blood glucose results. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the paitent ate food and /or drank a beverage. At an unknown time and date. The patient was taken to the emergency room. Where his blood glucose level was tested, result unknown. The patient was treated intravenously with glucose. It would have been helpful to determine if this was the first occurrence of the error 2 error message, why the patient was taken to the emegency room, his blood glucose result as tested in the emergency room, his blood glucose results from earlier on the day of the event, if the patient had taken any meals or medications prior to the event, his medication regimen, and if he had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the test strips were in good condition. The error message issue was not resolved with troubelshooting. The meter, test strips and control solution were replaced. Although the patient did not experience any symptoms, he was unable to obtain a blood glucose result on the reported meter due to the error message, and afterwards required emergency medical attention and treatment with intravenous glucose. Therefore this complaint is being reported as an adverse event.